Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient was hospitalized for elevated blood glucose (bg) of 329 mg/dl and 500 mg/dl and higher with ketoacidosis (dka) associated with an alleged inaccurate delivery issue. The patient was reportedly treated by a healthcare provider and remained hospitalized but the type of treatment received was not specified. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. Troubleshooting also indicated all bolus totals matched and all the boluses were recorded as programmed. Troubleshooting also revealed that the patient was not using their infusion set and cartridge per instructions for use. The patient was advised to not keep their infusion set in for 5-days at a time. The patient was also advised to that the cartridge/infusion set needs to be changed every 2-3 days and the cartridge should be filled with 2-3 days worth of insulin. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported because the alleged hyperglycemia was related to use error of the product.